Manufacturer narrative:
Product event summary: the device was returned and analyzed. There was an observation on the device can. The device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, before the implantable pulse generator (ipg) was connected, a clicking noise was heard from the device. The ipg was removed and replaced. No patient complications have been reported as a result of this event.